Manufacturer narrative:
On 2/14/2019, a manufacturing record evaluation was performed for the finished device 00001046 number, and no non-conformances was found during the review. The manufactured date and expiration date have been provided. Therefore expiration date and device manufacture date have been populated appropriately. Note: correction to expiration date has been processed from 09/21/2019 to 8/21/2019. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the valve was leaking. Additionally, it was reported the patient suffered excessive bleeding. During the procedure, the sheath was leaking from the valve. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath - small and the case continued. No immediate patient consequence was reported. The customer¿s reported event was reviewed and assessed as MDR reportable as a product malfunction. On 1/9/2019, additional information was received. The customer stated that the hemostatic valve gasket did not break into separate pieces, but it had detached from the carto vizigo¿ 8.5f bi-directional guiding sheath - small and excessive bleeding had occurred. On 1/25/2019, additional information was received that no medical/surgical intervention and no extended hospitalization was required. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the event is that it was product-related. This event has been assessed and determined that based on the information available, the bleeding that occurred is to be considered not serious, therefore, not MDR-reportable as a serious injury. However, this event remains MDR-reportable for the product malfunction. On 1/31/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified ¿the valve and hub cap are detached from the product.¿ the finding is MDR reportable for the malfunction.

Manufacturer narrative:
It was reported that a 50-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the valve was leaking. Additionally, it was reported the patient suffered excessive bleeding. During the procedure, the sheath was leaking from the valve. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath - small and the case continued. No immediate patient consequence was reported. The customer¿s reported event was reviewed and assessed as MDR reportable as a product malfunction. On(B)(6)2019 , additional information was received. The customer stated that the hemostatic valve gasket did not break into separate pieces, but it had detached from the carto vizigo¿ 8.5f bi-directional guiding sheath - small and excessive bleeding had occurred. On (B)(6)2019 , additional information was received that no medical/surgical intervention and no extended hospitalization was required. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the event is that it was product-related. This event has been assessed and determined that based on the information available, the bleeding that occurred is to be considered not serious, therefore, not MDR-reportable as a serious injury. However, this event remains MDR-reportable for the product malfunction. On (B)(6)2019 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified ¿the valve and hub cap are detached from the product.¿ the finding is MDR reportable for the malfunction. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found with the valve and the hub cap detached with dry blood residues. A scanning electron microscope (sem) analysis was performed by exponent, inc. And it was found that the cracks were consistent with a brittle fractures. Additionally, the electron dispersive spectrum (eds) did not find any detectable contamination. A manufacturing record evaluation (mre) was performed, and no internal actions were found during the mre review. The customer complaint was confirmed. The root cause of the brim cap damage will be investigated under an internal corrective action.